Event description:
On (B)(6) 2010 it was reported low pacing lead impedance. Call from dr.(B)(6), but he is not near a computer. Pt just sent in a pii because his heart was racing. Can ts review? This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).